Manufacturer narrative:
H11: in order to solve the issue dc/dc board was replaced by livanova field service representative in charge. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Complaints database analysis revealed no similar event since unit installation in 2015 and no adverse and concerning trends about the reported failure mode have been triggered by periodical complaints statistical analysis. Based on the investigation findings and the complaints database analysis, the event can be considered isolated. The root cause of the event is faulty dc/dc board failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro subcomponents.

Event description:
See initial report.

Manufacturer narrative:
The gas blender was returned to manufacturer and the investigation could confirm the complained short circuit. The short circuit was caused by an effect between the two ferrites in the dc-dc board. To solve the issue, the dc-dc board shall be replaced. The root cause of the failure is an isolated event, never observed in the past. The gas blender was manufactured in october 2023 and no other complaint associated to the device nor event with similar root cause was reported to livanova. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the electronic gas blender a livanova field service representative was dispatched to the facility to investigate the device. The electronic gas blender short circuit and the fine-wire fuse on the power pack has fallen out gas blender. The gas blower has been replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during preparation for a procedure, when essenz hlm was turned on, the electronic gas blender was not on, despite switching on and off the hlm or the gas blender several times. It was also tried to start the gas blender on the appliance. A communication problem appears. A smell of burnt component was felt. The profile shows a connection to the gas blender. At this point, no profile or case had been started. There was no patient involvement.